Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up in backup vvi. A device status report did not print. The hardware check indicated that the device reached eri. Troubleshooting was not performed due to low battery. The device replacement was scheduled. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Evaluation of the device image indicated an internal memory anomaly. The cause of the bvvi was due to the memory anomaly.

Event description:
New info received: device was explanted and replaced on (B)(6) 2017 upon reaching eri/eol. No further information available.